Manufacturer narrative:
The advanced viper 2 rod holder (product code: 2867-35-200, lot number: 1108mi) was returned to the complaints handling unit. The distal tip of the instrument was found to have broken off. No other damage was found. The instrument was then sent to fracture analysis. Fracture analysis revealed plastic deformation, consistent with a static brittle failure. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. A root cause for the rod holder tip breakage cannot be determined from the sample and the information provided. Based on the results of fracture analysis, a probable root cause is static brittle failure. The device is noted to be over six years old. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Rod had been successfully passed through xtab pedicle screws from l2-l5 on the patient right side. The lower 3 set screws had been implanted. Surgeon moved his hand holding the rod holder to try to allow for the closest set screw to slide down the xtabs. While doing so, the tip of the rod holder snapped off.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.